Event description:
A report was received that the patient underwent a pocket revision procedure. The pocket site was uncomfortable due to patient losing weight (not device related). The physician revised the pocket and moved it to a new location. The patient is reportedly doing well.